Event description:
The hospital reported that during a case, there was a malfunction with the t.w. Power supply. While testing of hemopro 2 device prior to insertion into the tunnel, harvester was unable to reliably activate the jaws. When jaws were activated on moistened gauze, power supply initially emitted a very quiet beep, and harvester saw a small amount of steam when testing on wet gauze. However, the activation seemed intermittent, and then stopped and harvester was unable to re-activate the jaws. The power supply was set to 3. The staff initially switched out the power supply cable and adapter cable with no change. Finally connected the jaws to a new power supply and the harvesting tool worked as intended. Though there was a patient on the table, this did not cause any adverse event, additional incision or procedure, or require any additional equipment other than the replacement of the power supply. Caused only a slight delay (<3 minutes) for troubleshooting and reconnecting to new power supply.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.